Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficult to deploy could not be replicated as the stent had already been deployed. The stretched stent was confirmed. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that a conclusive cause for the deployment difficulty could not be determined. The additional damage to the device is due to operational context. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, the return device analysis revealed that the tip including the inner member was separated at the distal end of the ratchet stem and was located inside the middle of the stretched portion of the stent implant. The material was jagged at the separation. The inner member was stretched at the separation for a length of 2 mm. Additionally, the outer member was separated from inside the handle and material was jagged at the separation. Reportedly the separation must have occurred during shipment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the common femoral artery with mild calcification. The vessel diameter was 5mm. Atherectomy was not used to prepare the vessel. A 6mm balloon was used to pre-dilate the lesion. A 6 french unspecified introducer sheath was used. A 5x150mm supera self-expanding stent system (sess) was advanced toward the target lesion in the femoral artery. The stent was partially deployed about 1cm when problems with the thumb wheel were noted. The stent could not be released any further. The entire system including the stent was removed with the introducer sheath as a single unit. Upon removal it was noted that the stent was elongated and dented. A same size supera stent was successfully used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.